Event description:
It was reported that the pump battery depleted too quickly, but this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and mentioned they would call back if the issue worsens.